Event description:
The customer reported being hospitalized, but did not specify the reason for hospitalization or blood glucose at the time of hospitalization. The customer stated that there were two instances where the infusion sets were occluded. The customer also stated that the numbers she was receiving from the insulin pump were wrong by 200 points. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.